Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the cs100 intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. To fix the issue the fse replaced the pwr sply/chrgr w/o ext dc inpt (0014-00-0033-05). The unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that while servicing a cs100 intra-aortic balloon pump unit, the getinge field service engineer (fse) observed sparks at mains inlet. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,e1(site country),g3,g6,h2,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions), h10,h11. Corrected fields: d4(version#,catalog#,UDI#). Additional fields: e1(event site state: (B)(6). It was reported that while servicing a cs100 intra-aortic balloon pump unit, a getinge field service engineer (fse) observed a spark at the mains inlet after switching the unit on. There was no patient involvement, and no adverse event reported. Fse evaluated and replaced the power supply/chrgr w/o ext dc input (d014-00-0033-05). The fse tested the unit for more than one hour. The iabp was functioning normally. All functional and safety checks were performed per factory specifications. The iabp was then released to the customer and cleared for clinical use.